Manufacturer narrative:
The head was mfg at the following location. Contract MFR: (B)(4). The body was made at the following location. Contract MFR: (B)(4). Consumer has not returned product. It could not be evaluated and no conclusion could be drawn.

Event description:
Consumer reported that the head of the sonic toothbrush disengaged during use by her husband. This is regarded as a malfunction. The incident case caused the consumer to chip a tooth and was reported as 2280705-2011-00014. Note: this report is a result of a teleconference between church and dwight co., inc and the (B)(4) on (B)(4) 2011, where clarification was provided on "reportable malfunctions". This entailed reviewing consumer complaint files from (B)(4) 2009 to (B)(4) 2011 to identify and submit all meeting these criteria.